Event description:
It was reported that this right atrial (ra) lead was suspected to be dislodged due to a possible twiddler's syndrome. The lead was revised, and a new position was obtained successfully. No additional adverse patient effects were reported.